Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing